Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed/ will be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient's spouse reported that the patient had stoma site redness with brown colored drainage. The patient was afebrile and had no pain or tenderness. On (B)(6) 2018, it was reported that the patient experienced stoma site cellulitis and was treated with 500mg of oral keflex for a duration of ten days. At the time of report, the patient had no fever or redness and was improving.